Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit had incomplete mesh, during meshing of previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). . This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d10, d11, g4, g7, h2, h3, h4, h6, h10. D11: z.s.g.m. Cutter 2:1 ratio caution: sharp/ pn 00770302000/ ln 63138576/ sn (B)(6). Z.s.g.m. Cutter 1.5:1 ratio caution: sharp/ pn 00770301500/ ln 64025273/ sn (B)(6). The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On august 5, 2019, it was reported that the unit had incomplete mesh, during meshing of previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(6). , for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6). And a 2:1 ratio cutter, serial number (B)(6). For evaluation. Product review of the skin graft mesher on august 9, 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. The guide block, roller, and roller gear were damaged. The 1.5:1 ratio cutter, serial number (B)(6). And 2:1 ratio cutter, serial number (B)(6) both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the spring pin, roller gear, and carrier guide. Skin graft mesher, serial number (B)(6). Was then tested and functioned properly. It was repaired, inspected and tested. Service notification number (B)(4) dated 8/6/19. Based on the information provided, the root cause of the mesher producing an incomplete mesh was due to the use of a previously deemed non-repairable cutters. During evaluation of the device, the 1.5:1 and 2:1 cutters were found to have been previously serviced and deemed to have produced an incomplete mesh. The zimmer skin graft mesher instruction manual (06001810592, rev a) does note on page 1 that 'a damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher'.